Event description:
It was reported that the patient¿s pump was completely explanted and replaced 2015-(B)(6) due to unrecovered motor stall. The pump was returned for analysis. According to the patient, the pump had been having ¿episodes of the pump motor stalling, and it sounds like may have recovered, however eventually did not.¿ upon interrogation at the time of scheduled replacement, motor stall had occurred with ¿stopped pump period may exceed tube set.¿ the patient had reportedly not been using his pump or had it filled ¿in a number of months.¿ the patient was alive with no injury. The pump was used to infuse morphine (unknown). Follow up was being conducted to obtain additional information that was not yet available at the time of this report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found c300 for a corrosion, wear, and/or lubrication gear train anomaly; and stall due to shaft bearing. Analysis of the catheter found no significant anomaly.